Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).

Event description:
As initially reported by a female consumer on (B)(6) 2018 via website, she indicated that she was a contact lens user for three years without issues while using a different brand of lenses until recently after her ophthalmologist endorsed the suspected product. At the beginning of the month, the consumer had experienced irritation, eye pain and lubrication issues in her left eye even after she followed storage instructions. To her dissatisfaction she then sought medical help from her ophthalmologist and was diagnosed with central corneal lesion. She was not hospitalized but had undergone intensive medical treatment to alleviate the symptoms. The consumer added that she was given an unspecified oral and ointment medication that had resolved all adverse events. No other information available to date as consumer is unable to provide further data.